Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in an abstract article that an (B)(6) year old woman with a dual-chamber pacemaker underwent a generator change procedure on an unknown date and topical skin adhesive was used. The topical skin adhesive was applied after wound closure as well as medipore adhesive tape. At one week wound check, the patient reported pruritus and redness, similar to a reaction following initial implant 5 years ago. Hydrocortisone cream was started with the presumptive diagnosis of contact dermatitis. The wound soon developed hemorrhagic crusting with serous drainage. Due to concern for wound infection, the patient was hospitalized and started on IV antibiotics. Dermatology felt this was contact dermatitis due to adhesive tape used after surgery and exam findings were a result of the healing process with low likelihood of infection. Cultures were negative and incision improved with triamcinolone ointment and vaseline. Topical skin adhesive was later re-applied after suture removal, causing recurrence of contact dermatitis. Hydrocortisone cream was continued for one more week leading to complete resolution and a well-healed incision site. No further information will be provided.